Event description:
Case ID: (B)(4). Case status: open. Summary: 8100 check IV set error. Case notes: problem description. 01/24/2018 12:39:27 (B)(6). 8100 sn: (B)(6) npi. Check IV set error. Went over with bio med using the analog sensor task in asm. The voltage display 3.8v on bottle side and 3.6v on patient side. Recommend to replace the pressure sensors since they are reaching the limits of when they would error. Pressure sensor are currently first generation sensors.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed from the date of manufacture to the present date. The device was not previously returned for service. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: 8100 check IV set error. Case notes: problem description: 01/24/2018 12:39:27 (B)(4). 8100 sn: (B)(4). Npi. Check IV set error. Went over with bio med using the analog sensor task in asm. The voltage display 3.8v on bottle side and 3.6v on patient side. Recommend to replace the pressure sensors since they are reaching the limits of when they would error. Pressure sensor are currently first generation sensors.